Manufacturer narrative:
The insulin pump had an unresponsive button due to broken trace on keypad traces. No audio/beep anomaly during testing. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a beep anomaly. Customer reported there was a continuous beep on the insulin pump. Customer stated they did not press or accidentally press their buttons. It was also reported the buttons became unresponsive on the insulin pump. The customer's blood glucose was 88 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.